Event description:
It was reported that the patient with this system experienced infection and erosion. Subsequently, the patient underwent a revision procedure and this device was deactivated. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.